Manufacturer narrative:
.

Event description:
A report was received that the patient¿s battery site was a little bit tender. The patient underwent a revision wherein the ipg was relocated. The patient was reportedly doing well postoperatively.